Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b4, b5, d1, d4, d6a, d10, g3, g4, g6, h2, h3, h11. D10: acrom xl 44-41 std hmrl brng cat#: xl-115366 lot# 795070.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 years post initial implantation due to dislocation. Attempts have been made and no further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. H6: component code: mechanical (g04) - head.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was being considered for a custom implant on a future date. Subsequently, a revision was performed after the surgeon realized the patient had had multiple closed reductions performed over the past 6 months in the ER due to dislocation. Standard implants were used to revise the glenosphere, liner, and tray. Attempts have been made and no further event information is available at the time of this report.